Event description:
During a regular follow-up performed on (B)(6) 2015, it appeared that the device had reached rrt (recommended replacement time), 3 years 4 months after implantation. The device was explanted on (B)(6) 2015 and should be returned for analysis. Preliminary analysis of available patient files showed that the battery voltage evolution was not as expected.